Event description:
The pt was implanted with a siltex spectrum post-operatively adjustable mammary prosthesis. Subsequently, the pt experienced an infection and seroma in the breast. The device was removed on 5/20/97.